Event description:
Reporter states that she had a right knee replacement done on (B)(6) 2013 and suffered from severe pain from day one of the implant. She says the persistent pain for more than four years couple with the fact that she could not bear weight on that knee pushed the husband and her to see another doctor. In (B)(6) of 2017, she was seen by an orthopedic doctor who took an x-ray of the knee. Per the result of the x-ray, she was advised to immediately see another doctor for a possible revision as she was told. On (B)(6) 2018, she had a revision done and was told by the doctor who did the revision that the previous implant was not well cemented. Reporter is notifying FDA.